Event description:
The pt reportedly experienced recurrent swelling at the implant site. The surgeon suspected a biofilm had formed on the internal device. The pt's device was explanted. Reimplant surgery will be scheduled at a later date.